Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported prior to any use on an unknown date. It was found that the sterile package had been broken. The lot number is unknown. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 8/12/2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.